Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use. The issue occurred with five similar types of infusion set used for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08799- device 3 of 5.